Event description:
It was reported the patient was not receiving adequate therapy, due to ipg being deemed inoperable as the patient was not charging as recommended. As a result, the patient may undergo surgical intervention at a later date.

Event description:
It was reported that surgery took place during which system was explanted.

Manufacturer narrative:
In the initial report ipg was reported as inoperable, but investigation revealed that ipg was operable. Corrected data is included in this report.

Event description:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to be operable. Explant of ipg is reported under MFR report number 1627487-2019-01140.